Event description:
International customer reported that the device absorbed within one week following hip surgery. The patient was returned to the surgeons office for reclosure of the surgical site.

Manufacturer narrative:
Result: representative samples of the returned product were tested for knot pull tensile strength and the results obtained results obtained were in conformance with the pe requirements. Conclusion: no failure detected and the product meets pe requirements. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.